Manufacturer narrative:
(B)(4). (B)(6) - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor connection issue occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a sensor connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor connection issue occurred. The sensor was inserted into the arm on (B)(6) 2024. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a sensor connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.